Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included paracetamol (acetaminophen) since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis,") and was found to have uterine leiomyoma ("uterine fibroids"). In (B)(6) 2017, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and alopecia had resolved, the vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, endometriosis and uterine leiomyoma outcome was unknown and the fatigue was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and medical record received. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Event experience complications deleted and new events pelvic pain / pain/ pelvic area, vaginal bleeding menorrhagia, anxiety / mental anguish, depression, migraines, headaches, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, endometriosis, uterine fibroids and hair loss added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis,") and was found to have uterine leiomyoma ("uterine fibroids"), 5 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with nsaids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and alopecia had resolved, the anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, endometriosis and uterine leiomyoma outcome was unknown and the fatigue was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted as essure insertion date : (B)(6) 2009. Treatment received for abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.